Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 53 mg/dl. The insulin pump was giving too much insulin, this morning it was 148 mg/dl and ate 71 grams and then blood glucose dropped to 53 mg/dl and the current blood glucose was 154 mg/dl. Customer treated low blood glucose with glucose tablets. The drive support cap appears normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. Customer advised to not wear the pump until he gets the settings changed to what they should be and customer was ok to use back up method. The device will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.